Manufacturer narrative:
Batch review performed on 12 mar 2026. Stem: amistem p 01.18.405 amistem-p std. Size5 (k173794) lot. 2410442: (B)(4) items manufactured and released on 25 jun 2024. Expiration date: 2029-june-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot. 2427364: (B)(4) items manufactured and released on 15 oct 2024. Expiration date: 2029-sept-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 1 year and 2 months from primary due to periprosthetic infection.